Event description:
The device was used during an appendectomy. Reportedly, when the device was closed on the tissue and then reposition, the cartridge disengaged into the cavity which was retrieved. No pt injury was reported. Another device was used to finish the procedure.